Manufacturer narrative:
(B)(4). Batch # p56n3x. Device evaluation: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60b cartridge loaded in the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a fistula revision the device, with a blue reload, no buttressing material, locked out on tissue. The doctor attempted to use the reverse button, followed by the manual override lever but wasn't able to remove the device from tissue. The doctor had to cut the device out of the tissue. It was not reported how the procedure was completed. There were no patient consequences reported.